Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 4155072. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
E.1 facility name exceeds characters limit: (B)(6) hospital. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte leaked at the septum. The following information was provided by the initial reporter: the patient was adhering to the physician's orders for arterial catheterization care on (B)(6) 2025 at 1338 hours, and was cared for with a septal needleless closed infusion connector, which was found to be leaking at the septum and was immediately replaced.